Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7078392. Brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7078028. Brand name: clik x upn: m365sc43180 model: sc-4318 serial: n/a batch: 28909266. Brand name: clik x upn: m365sc43180 model: sc-4318 serial: n/a batch: 28909266.

Event description:
It was reported that the patient was in a car accident and since then experienced pain at the midline near the spinal cord stimulation (scs) leads and at the scs implantable pulse generator (ipg) site. The patient also reported having difficulty connecting charger to ipg prior to the accident and was exacerbated since the car accident. It was observed that there were high impedances throughout the scs system. X-ray results showed that the lead position hadn't changed, but that the clik anchors may have moved. The patient underwent a procedure where the scs system was removed and replaced. Post operatively, the patient was recovering as expected. The explanted devices will not be returned as they were disposed of by the medical facility.